Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarm. Eval found the force required to secure the door is above expected levels and found this to be caused by cracked threaded insert bosses and raised threaded inserts causing separation between front case and mechanism assembly. The front case assembly was replaced.